Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the device was unable to calibrate. Customer's blood glucose was 564 mg/dl. Customer treated with bolus and blood glucose dropped to 475 mg/dl. No troubleshooting was done. Customer will not be returning the device for analysis.